Manufacturer narrative:
H3 device evaluation - the tip of the drive is broken. The fracture plane is at a steep angle versus normal to the longitudinal axis. The failure mode is consistent with combination loading. It is believed that the driver was levered on while applying torque. Bending moments in combination with torque appear to be the cause for the failure but the presence of a crack from prior high loading conditions cannot be ruled out. Review of device history records found (B)(4) of lot 12877ts released for distribution on 7/12/2021 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a revision procedure was performed to address adjacent level syndrome on (B)(6) 2023, utilizing the reform mc pedicle screw system. While removing a set screw from a 6.5 x 40 modular screw, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke. The tip was retrieved and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.